Manufacturer narrative:
Article citation: lin, haishuang; zhou, wenzhe; li, jinxin; ye, wenqing; zheng, xuanli; lei, changrong; li, jiaqian; wan, rui; wang, ningli; liang, yuanbo. "Surgical outcomes of xen45 implantation, trabeculectomy vs. Penetrating canaloplasty in open-angle glaucoma: a non-randomized comparative study." Chinese medical journal. 19jul2024. Doi: 10.1097/cm9.0000000000003128. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Via the article, "surgical outcomes of xen45 implantation, trabeculectomy vs. Penetrating canaloplasty in open-angle glaucoma: a non-randomized comparative study," it was reported the following events: "8 eyes had shallow anterior chamber; 4 eyes had hyphema; 1 eye had wound leak; 3 eyes had tube displacement; 2 eyes experienced tube broken; 3 eyes had conjunctivitis; 5 eyes had transient iop elevation (>20 mmhg); average number of glaucoma medications was 0.25 per eye; 11 eyes required bleb needling; 11 eyes required 5-fluorouracil injection; 9 eyes required bleb massage; 2 eyes required laser iris lysis; 1 eye required suture wound; 3 eyes required tube adjustment." Device status unknown.